Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was returned for evaluation. Failure analysis - the valve was visually inspected; a needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The catheters were irrigated, no occlusions noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due misalignment of valve/siphon guard obstructs fluid pathway, at the time of the investigation no occlusions were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that on (B)(6) 2020 the codman certas valve was implanted in a patient via an l-p shunt with unknown settings. The valve was used to the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2020, valve obstruction was suspected, and the valve was replaced with a new one.